Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was received for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. The depot technician's found that the mlx unit had internal melted components caused by the lack of the heat mirror. This was lying loose on the floor of the unit. Further inspection showed that the turret assembly and front were burned as a result. Both of these assemblies require replacement, including the front-mounted control board and the two membrane switches. In addition, it was noted that the xenon lamp should be replaced because it had exceeded its lifespan of 1000 hours. Electrical safety and function test must be checked. Root cause analysis: the reported complaint was confirmed. It was determined the issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the light cable of the mlx 300w xenon lightsource (00mlx) charred after plugging in the cable. It is unknown if there was patient involvement; however, no injury or surgical delay has been reported.